Event description:
It was reported a leak was detected from the handle of the therapy cool path catheter while performing a vt ablation in the left ventricle. The catheter was prepared and placed without difficulty in the left ventricle via transseptal access through a large curl agilis nxt introducer. A cardiac model and several diagnostic maps were created with the ensite system as part of a (B)(4) study. Several ablations had been performed and while performing measurements, the ibi generator displayed a ca (catheter connection) error denoting a catheter was not connected; however, signals were still displayed and the catheter appeared normal on the ensite system. A diagnostic investigation of the issue was begun by the lab staff when the error spontaneously cleared itself. The physician attempted to resume rf therapy delivery when the ibi generator displayed an ee (temperature) error. The ibi generator displayed; power = 1w, temp = 68degc, imp = 82ohms, time=sec. Further investigation revealed there was saline solution 'weeping' from the proximal end of the handle of the therapy cool path catheter. A second cool path catheter was opened and the case proceeded. After approximately 46 minutes of mapping and ablation with the second catheter, the ibi generator displayed another ca error and then spontaneously cleared itself. During the subsequent rf cycle following the ca error the ibi generator displayed an ee with the temperature measurement indicating 72 degrees c. A safire tx catheter was used to continue the case. There were no consequences to the patient.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted.